Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the transmitter was snapped into the sensor pod when sensor was removed. Patient reported that the sensor wire remained in the applicator. No additional event or patient information is available.